Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience perforation approximately two weeks post implant. The right ventricular (rv) lead was explanted and the rv port plugged. The device was reprogrammed. No further patient complications have been reported as a result of this event.